Manufacturer narrative:
Analysis of the lead (977a160) found no anomalies. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare provider (hcp) reported via the manufacturer representative(rep) that it was believed that the lead was not steering correctly during the trial. There was positioning difficulty. No patient death occurred.